Event description:
A customer reported that a sharp ridge was noted at the distal end of the aspiration handpiece port during a cataract with intraocular lens implant procedure. The case was able to be completed without harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).